Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. A conclusive cause for the reported gripper line break cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the gripper cap separation and gripper line separation. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed on the mitral valve at a2p2. During deployment, the gripper line cap came off and when pulling the gripper line, it was noted to be separated into two pieces. The clip was able to be deployed, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.